Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through idc-CAPA-(B)(4). A batch review was conducted and revealed that the product met all acceptance criteria for release.

Event description:
It was reported to baxter that the reservoir of one (1) intermate lv250 device had ruptured during patient use. According to the customer the device was filled with 110 ml of rocephin (concentration 2g/10ml in 100ml normal saline). This occurred towards the end of infusion and there is no patient injury or medical intervention. No additional information is available.